Event description:
During a pt use, it was reported that the device charged energy but failed to deliver it. The reporter informed that the pt outcome was ok and the device use had no adverse effects. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance to troubleshoot the reported issue and repair the device. Several attempts to follow up with the customer on the reported issue had been unsuccessful. Therefore, the cause of the reported problem could not be determined.